Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, then it will be submitted in a supplemental report.

Event description:
The customer reported via the sales rep that the surgeon noted that there was no laser markings on the proximal stem which are normally used to assess the depth on insertion of the stem. It is further reported that there was no adverse consequences.